Event description:
It was reported that a patient using an unknown allevyn gentle border product with airway assistance inhaled the dressing. The dressing was removed with respiratory therapy and there was no patient harm.